Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic bronchofibervideoscope had no video image. There were no reports of patient harm.

Manufacturer narrative:
Corrected fields: d5 updated fields: d8, d9, h2, h3, h4, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ultrasonic connector was dirty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause was not established of the customer allegation no image due to no device problem found. Additionally, for the additional finding of the ultrasonic connector being dirty, the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.